Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
X-rays of case 4 reviewed, a breakage of the tfna nail in the region of the tfna screw can be confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4); manufacturing date: 28-mar-2016; expiration date: 01-mar-2026; part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile. Lot number: h063846 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot numbers: 9660829; part number: 04.037.912.4, wave spring, shim ended bp55, lot number: 7921057; part number: 04.037.912.3, tfna lock drive bp58; part number: 21127, timoagri16.00 bp80; lot number: 7907260. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was readmitted for treatment on (B)(6) 2017 with a nonunion and implant failure. No further information was provided. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity 1); unknown helical blade (part # unknown, lot # unknown, quantity 1); unknown wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) 10mm/130 deg ti cann tfna 235mm/right - sterile . This is report 1 of 1 for (B)(4).